Event description:
A home pt's spouse contacted baxter's technical service center for assistance. Per initial report, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unknown reason. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.